Manufacturer narrative:
Per the user guide: the system is indicated for use with u-100 humalog or u-100 novolog insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose was "high" with a trace of ketones. Occlusion and elevated bg were addressed by changing the pump supplies. Reportedly, customer used fiasp insulin in the cartridge. The insulin type is not labeled for use with the cartridge/pump.